Manufacturer narrative:
Citation: gorla r et al. Impact of aortic angle on transcatheter aortic valve implantation outcome with evolut-r, portico, and acurate-neo. Catheter cardiovasc interv. 2020 may; p. 1¿11. E-published:13 may 2020. Doi: 10.1002/ccd.28957. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of aortic angle on transcatheter aortic valve implantation. All data were collected from retrospective analysis of data from a single center between january 2016 to september 2019. The study population included 392 patients (predominantly female, mean age 82.7 years), 211 of whom were implanted with medtronic evolut r bioprostheses (no serial numbers provided). Among all patients 12 deaths occurred within 30 days of implant. Of these deaths, there were two cases of periprocedural death due to left ventricular perforation by stiff guidewire. The stiff guidewire manufacturer or model was not identified. Both cases occurred in patients with extreme horizontal aortas and required emergent cardiac surgery. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all medtronic evolut r patients, adverse events included: emergent cardiac surgery, left ventricle perforation, valve embolization requiring implant of a second valve, mild to severe paravalvular leak (pvl), permanent pacemaker implant, and stroke. Based on the available information medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.